Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the dcs12 scissors cautery post was not working. The post was bent and the scissors would not function with cautery hook up. Another dcs12 was opened and worked fine. There was no consequence to the pt.

Manufacturer narrative:
D5; h2,3,4,6; g4: added additional info. D6: info not available. The product complaint analysis team has completed its investigation of the device. Results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: handle condition, good; scissors condition, good and shaft condition, good. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that the instrument was returned with the cautery plug opening out of design specifications, which caused the reported incident.